Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a valve in valve mitral case initial access was attempted via right ij transeptal access. The angle was too tight to align the valve. The team was able to advance the valve outside the sheath but were unable to align the valve in a straight segment of the patient's anatomy. The difficulty started at the end of the gross alignment and continued into the fine alignment. The doctor was able to lock the delivery system and you could see resistance of advancement as they tried to do the fine alignment. The physician made multiple attempts to perform the fine alignment and had to reset the system, lock it again and attempt to do it again. This happened maybe three times. The valve struts went into the balloon and caused a puncture. The devices were successfully removed and access vessel closed. The access site was moved to the right femoral vein and a second valve was successfully deployed in the intended mitral valve (29 mm non-edwards valve). The patient is stable and doing well on the following day. The only visible damage to any of the devices was to the delivery system balloon as the struts of the valve had punctured the balloon.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided and one outflow valve strut appeared to have punctured through the inflation balloon material. Gouges were present on the flex tip of the delivery system. The crimped valve was observed to be non-coaxially seated on the flex tip and appeared compressed against the flex tip. Inflation balloon material was seen bunching distally from the valve. The IFU, device preparation manual, procedural training manual, and valve-in-valve mitral position supplemental training manual were reviewed. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much find adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: 1. Move to a different straight section of the aorta (for diving only). 2. If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. 3. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not force the delivery system into the sheath. If resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. No IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The balloon leak and difficulties with valve alignment were confirmed based on evaluation of the returned imagery. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'during a viv mitral case initial access was attempted via right ij transseptal access. The angle was too tight to align the valve. We were able to advance the valve outside the sheath. We were unable to align the valve in a straight segment. The difficulty started at the end of the gross alignment and continued into the fine alignment. The doctor was able to lock the delivery system and you could see resistance of advancement as he tried to do the fine alignment'. Per provided imagery, crimped thv (transcatheter heart valve) was unseated on flex tip (non-coaxial placement of valve in relation to the flex tip), and crimped thv appears compression against the flex tip with gouges, which were indicating valve alignment at the non-straight section or tortuous of anatomy with tension. Performing valve alignment in a non-straight section of the vasculature can cause the unseated thv during valve alignment, it can result in higher than usual valve alignment forces and leads to gross alignment difficulty and fine adjustment difficulty as reported. Due to unseated thv, the crimped thv can be compressed in between against the flex tip and distal section of inflation balloon, which results in the distal valve strut punctures through the inflation balloon, and balloon bunching distally as seen in the imagery provided. Per training manual, 'if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary'. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in a non-straight section) may have contributed to the reported events.